Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirteen (13) 2l exactamix eva (ethyl vinyl acetate) bags were leaking. This was observed after filling; one bag was leaking during set-up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between: 04/03/2018 to 040/03/2018 the device was received for evaluation. A visual inspection was done under normal room conditions and no physical defect could be identified of the reported event by initial inspection. Upon functional testing a leak was observed at the spike port cap from the spike port of all samples. The reported issue was confirmed. The cause was not determined. A batch review was performed. There were deviations noted during manufacture of the product. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.